Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. A total of three follow up attempts were made with the customer to request samples and to obtain more information, including the specific lot number; however, no further information was provided. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Medical device brand name: 241663. Correct medical device brand name: bd eclipse¿ blood collection needle with luer adapter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during a phlebotomy draw the needle tip of the bd eclipse¿ blood collection needle with luer adapter broke off into the patients arm. Phlebotomy draw was on (B)(6) 2017. On (B)(6) 2018 the patient notified (B)(6) via customer care centre (B)(4). The patient waited approximately a month then went to see her family physician and an ultrasound/x-ray was ordered. The x-ray shows a needle tip left in her arm. Patient indicates they felt a ¿sticking¿ feeling in her arm after the procedure, & thought it was simply a symptom of the unpleasant phlebotomy experience. Needle tip was found after use.